Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia, unresponsive, unconscious, on (B)(6) 2019 and released on (B)(6) 2019 with blood glucose level over 1100 mg/dl at time of incident. The customer was treated with insulin pump, insulin drip and manual injections at hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that the before they were on medication for a urinary tract infection and had pneumonia. Customer was using auto mode feature at the time of high blood glucose level. Customer was assist with pairing of insulin pump and meter. Customer declined to check their settings and test the insulin pump. The devices will not be returned for analysis.